Event description:
Customer reported that the ventilator was cycling on a pt when the customer noticed the inspiratory time % potentiometer and lower alarm limit potentiometer were acting erratically. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The fse discovered the inspiratory time % and lower volume alarm limit potentiometer defective. The fse replaced the defective potentiometers, calibrated and performed functional checks. Ventilator passed all test and performed to all MFR specs.